Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs4744 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse retracted guidewire and went to sheath the needle noticed that the end was missing (initially thought the guidewire snapped) rushed the patient to ER for x-ray - x-ray revealed nothing." Additional information received 12/20/2021: "no foreign body was identified on x-ray. The length of guidewire appears to be coiled in the handle of the insertion device."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire being coiled within the assembly housing was confirmed. The product returned for evaluation was two powerglide pro midline catheter assemblies. Usage residues were observed throughout both samples. Both catheters had been advanced and the catheters were not returned. Both safeties were engaged over the needle tips. Both guidewire advancers were fully advanced; however, no guidewire was visible extending from the needle of the first sample (sample 1). The guidewire was coiled within the housing. Following disassembly of sample 1, inspection of the advancer revealed wear marks in the coupler region. Inspection of the guidewire revealed it to be intact; however, a kink was observed in the wire within the region that had been coiled within the housing. Gross and microscopic inspection of the second sample was unremarkable. The wear marks in the coupler region of the guidewire advancer suggested that the guidewire was initially assembled with the connector. The wire likely subsequently became disengaged by attempted advancement against resistance, such as into tissue. The use residues suggested that resistance occurred during attempted device placement. The second sample appeared to have functioned as intended and may have been returned as a reference. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "nurse retracted guidewire and went to sheath the needle noticed that the end was missing (initially thought the guidewire snapped) rushed the patient to ER for x-ray - x-ray revealed nothing." Additional information received 12/20/2021: "no foreign body was identified on x-ray. The length of guidewire appears to be coiled in the handle of the insertion device."